Manufacturer narrative:
The qcs were within the 2 standard deviation range. The field service engineer inspected the analyzer and determined the sample probe horizontal wash adjustment had caused the event. He replaced the sample probe and cleaned and adjusted the sonic washer. He verified the analyzer's performance by mechanical checks. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 836261. The expiration date was requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable ureal urea/bun and other assay results from multiple patient samples tested on the cobas c 503 analytical unit. One example of discrepant results was provided: the initial ureal result was 4 mg/dl. The repeat result was 50 mg/dl.